Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va108e1, implanted: (B)(6) 2015, product type: lead. (B)(4) pertains to tined lead (va108e1). (B)(4) pertains to tined lead (va108e1). (B)(4) pertains to tined lead (va108e1). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via a manufacturer that they had a lead revision. The rep noted the patient had lead discomfort. The rep noted it was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The rep noted the lead was revised for lead comfort. The rep noted the same lead was implanted. The rep stated the issue was resolved at the time of the report. The rep noted that surgical intervention occurred. The rep noted the patient discomfort with the lead, the healthcare professional revised the lead, they did not removed and replace the lead, they only revision/reburied for the patient¿s comfort. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.